Manufacturer narrative:
The device has been returned to the factory and is being eval. A supplemental report will be submitted when the eval is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that they had a blower mister that did not blow enough air or it did not blow any air at all. A replacement device was used to complete the procedure. The hospital did not report any pt effects.